Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. In addition, the trunk cable was missing and trunk cable connector j702 was broken off of the dn pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed and isolated to electrode belt sn (B)(4). Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u409 can transceiver on the computer/analog board. The root cause for the defective u409 transceiver could not be positively identified. Electrode belt sn (B)(4) mfg. Date: 04/09/2014. Monitor sn (B)(4) mfg. Date: 07/10/2013. No adverse event resulted from the defective electrode belt and monitor.

Event description:
A us distributor reported that a patient's electrode belt had damaged wires. During evaluation of the patient's equipment, it was also found that the monitor was unable to recognize an ECG signal.